Manufacturer narrative:
(B)(4). Method: log review. Results: programming error. The customer's request for a log review has been completed. A review of the events logged in the associated pc unit event log indicates that the initial oxytocin drug selected by the user (drug ID 264) had a preset concentration of 20 units/1000ml (20 milliunit/ ml) with the dose to be administered preset at 2 milliunit/min which calculated to a rate of 6 ml/hr. The final oxytocin drug selected, however, was a custom concentration (drug ID 265) in which the user entered the concentration as 2 units/1000ml (2 milliunit/ml). The dose for this drug selection is also preset at 2 milliunit/ml which, based on the custom concentration entered, calculated to a rate of 60 ml/hr. It should be noted that the user did receive a guardrails warning, after entering the custom concentration parameters that the concentration was too low, however, proceeded with the infusion as programmed. The root cause of the customer's complaint was determined to be a user programming error.

Event description:
Initial report was made by pharmacist who requested drug ID info. Pharmacist stated that order was for oxytocin 5mcg/min and a physician said it was running at 5 times the rate. No event details were provided at this time. Several months later, customer provided event details and logs for review. Event details are as follows: pt was receiving oxytocin 20 units in 1000ml of d5 1/2ns infusion at 6ml/hour. Infusion was temporarily discontinued during insertion of epidural catheter for labor epidural. At 13:50, oxytocin infusion was restarted at 6ml/hr. Five mins later, a prolonged deceleration started; physician was notified and responded immediately. Pt had tachysystole and oxytocin was noted by physician and nurse to be infusing at 60ml/hr. Oxytocin was immediately discontinued and pt was bolused with main IV ringers lactate. Pt was fully dilated and rushed to delivery. Baby was delivered and given an apgar score of 9/10.